Event description:
It was reported that the customer kept receiving low alarms but her blood glucose level was normal every time the alarm went off. The customer's blood glucose level was 104 mg/dl. She also reported the sensor glucose and blood glucose value difference was not within an acceptable range. The customer was advised to change the sensor. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.